Event description:
It was reported that when the slide was in the closed position it did not completely shut off the flow. There was no resultant patient complication.

Manufacturer narrative:
Manufacturer's report date 8/22/97. The set was not returned to the MFR for eval, however, the set was tested at the user facility and no fault was found. It is suspected that the accuslide was not fully closed. The slide must be pushed until an audible click is heard. The user facility has been inserviced on the proper use of the accuslide. This report was filled out by the MFR. The MFR requested pt info from the hosp. No pt info was available.